Event description:
It was reported that at follow-up, several vf episodes due to noise were found. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the sensing coil was fractured close to the connector ring.